Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that each time she changes the battery she receives an unexpected restart alarm and has to rewind the device and fill the tubing. Customer also reported receiving an external ram crc error alarm. Customer's blood glucose reading was unknown. Customer stated she would continue to use the device and monitor the alarms. Nothing was replaced or returned.